Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/06/2018. Medical records reviewed for MDR reportability. Left attune total knee revised to address persistent pain, effusions, and aseptic implant loosening of the tibia base plate, at the cement to implant interface. Revising surgeon stated that the tibial component was "definitely loose, disimpacted from the cement mantle without any attempt to release the interface". The femur component was well-fixed, as was the patella. Tibial base plate, tibial insert and femur components were all revised; the patella was retained. Competitor cement was used for the primary surgery. Doi: (B)(6) 2017; dor: (B)(6) 2017; (left knee).